Manufacturer narrative:
The reported malfunction was observed and attributed to a fractured solder joint on a transformer on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device intermittently displayed a "defib fault" message. The customer did not recall which defib fault message was seen. Complainant indicated that there was no patient involvement in the reported malfunction.